Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 5.5 cm diameter abdominal aortic aneurysm. The vessel morphology was reported as the aortic neck was 20 mm in diameter over 3 cm in length. It was reported that the bifurcated stent graft and three iliac limbs were implanted. There was a proximal type I endoleak and the physician modeled the stent graft with a reliant balloon however the endoleak did not resolve. (MFR report# 2953200-2011-00994) the physician implanted a talent aortic cuff, but the proximal type I endoleak did not resolve. The physician implanted a palmaz stent however the endoleak still did not resolve. The physician believes that this may be either a type iii fabric endoleak or a type IV endoleak, as the shadow of endoleak is very clear and large. The pt will be monitored. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (endoleak), (source of endoleak is unk). Eval, conclusion: (source of endoleak is unk).